Event description:
The customer reported that a ventilator¿s traffic (flow) per minute was too low during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). It was reported that the customer refit the pipeline or patient circuit to resolve the issue. No parts were replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporter phone number (B)(6).